Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred and subsequently, the cartridge and pump worked as intended without user interaction. There was no reported impact to the customer's blood glucose level.